Event description:
It was reported that during procedure at distal ica (internal carotid artery), the stent (subject device) migrated after implanted (the vessel diameter was around 5.3mm). The physician replaced it with another of the same device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure at distal ica (internal carotid artery), the stent (subject device) migrated after implanted (the vessel diameter was around 5.3mm). The physician replaced it with another of the same device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no damage noted to the packaging prior to preparation of the device, the device was confirmed to be in good condition prior to use, preparation/set-up was performed as per the directions for use, continuous flush was maintained for the duration of the procedure, no excessive force was applied at any point while advancing the stent within the microcatheter and the anatomy was severely tortuous. There was no damage noted to the stent or the stent delivery wire (sdw). The size of the stent was appropriate for treatment site. The stent delivery microcatheter was retracted in a continuous movement while maintaining the position of the stent delivery wire. The position of the stent was confirmed under fluoroscopy. The anatomical location where the issue occurred was the distal ica (internal carotid artery). A stryker microcatheter was used. The same microcatheter was used to finish the procedure. The problem occurred inside patient. The physician did not take any action to try to resolve the event. There was no patient outcome from the event. The physician¿s assessment of the relationship of the event to the device was related. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent dislodged/migrated¿.